Manufacturer narrative:
The field service engineer determined the sample probe was misadjusted. The probe was adjusted and no further issues occurred. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested on a cobas 6000 c (501) module. Results from the following assays were affected: chol2 cholesterol gen.2, crpl3 c-reactive protein gen.3, gluc3 glucose hk gen.3, and total bilirubin (bilt). It is not known which specific total bilirubin test was used. Roche manufactures the following total bilirubin reagents: bilt3 bilirubin total gen.3 and bilts total bilirubin special. The samples were initially tested in microcups. The samples were repeated using regular sample cups. Incorrect results from the samples were reported outside of the laboratory. The chol, crp, gluc, and bilt reagent lot numbers and expiration dates were requested, but not provided.